Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath and air aspiration was performed. Bubbles were continuously aspirated and air ingress from the hemostatic valve occurred. The sheath was replaced without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files did not show system notices or issues for the date of event. Upon visual inspection of flexcath sheath 4fc12 / 83513-056, results showed the device was intact with no apparent issues. Air aspiration was reproduced when arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.